Event description:
The device was never implanted and there was no malfunction or serious injury that occurred.

Manufacturer narrative:
Correction: please retract this report 2017865-2021-06282. The device was never implanted and there was no malfunction or serious injury that occurred.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not provided.

Event description:
It was reported that the implantable cardiac monitor exhibited an unknown malfunction. No further information was reported.